Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was from an unknown location inside the instrument. The volume of the leak was about 5-10 ml and was not contained within the instrument. The customer was wearing personal protective equipment of lab coat, gloves, and goggles when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found a hole through the tubing in pinch valve pv43. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).